Event description:
The patient contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use during drain 5. The patient had contacted the registered nurse (rn), who instructed the patient to continue with that night's therapy. The technical service representative (tsr) reviewed the therapy log. The patient's weight was (B)(6). The therapy was completed. The initial drain volume equaled 52ml. The recovered initial drain volume equaled 0ml. The last fill volume equaled 298ml. The total fill volume equaled 11497ml. The total drain volume equaled 13955ml. The average dwell time equaled 1:19. The average drain time equaled 0:25. The total ultrafiltration (uf) equaled 2456ml. The cycle 5 uf equaled 3012ml. The cycle 4 uf equaled -886ml. The cycle 3 uf equaled 245ml. The cycle 2 uf equaled 348ml. The cycle 1 uf equaled -262ml. There were no manual drains and no bypasses. The therapy was not changed. The programmed therapy was continuous cycling peritoneal dialysis with a total volume of 12000ml, a total time of 10:00, a fill volume of 2300ml, a last fill volume of 300ml, and a dextrose setting of same. The patient stated she did not bypass during drain 4. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 105 alarm. The rn stated she was aware of the alarm. The rn stated since then the patient has been continuing therapy successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the clinician inappropriately set the minimum drain volume percentage setting too low.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.